Manufacturer narrative:
The device was discarded and is not expected to be returned. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reported noted an air bubble issue had occurred with multiple cartridges. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet animas¿ criteria for a serious injury. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.